Event description:
It was reported that during a routine follow up, it was noted that this pacemaker reverted to safety mode. As a result, this device was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.